Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, locator and guidewire assembly, and foil package, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the rear lock position. The hemostasis sheath and carrier tube were found to have been separated. The anchor and collagen appeared to have been stuck within the valve of the hemostasis sheath and the suture was found to have been cut. The hemostasis sheath and carrier tube were found to have been cut. The hemostasis sheath was found to have been kinked at the blood inlet hole. No other damage or deformation was found on the returned device. Functional testing could not be performed because of the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when deploying the angio seal device and pulling back to seal, the suture was missing and the device did not deploy. Patient was in stable condition. The procedure was successful. The event occurred intra-operative. Additional information received on (B)(6) 2023: the procedure prior to the angioseal use was a prostate artery embolization. A 6 fr. Sheath used for the procedure. There were no difficulties with access. A groin run pre-deployment was performed. There were no issues with insertion of the angioseal. Blood removed from the angioseal sheath, inserted the plug, and when pulling back the device, the whole device came back. The physician cut the device to ensure the string was not in the patient. Manual pressure was applied for 15 minutes to acheive hemostasis. There was no blood loss reported. The patient laid on his back for six hours. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech a review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.